Event description:
It was reported that this insertable cardiac monitor (icm) device was to be explanted because it was coming out of the skin of the patient. The boston scientific representative called boston scientific technical services (ts) requesting warranty information. Ts provided per request. Additional information from the boston scientific representative provided the icm device was subsequently explanted as expected the following day. The boston scientific representative provided explicitly the icm device was coming out through the incision site. No new device was implanted at the time. Device return has been requested but at this time has not been returned to boston scientific. The boston scientific representative confirmed there were no additional adverse patient effects.